Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported the patient had burning in the pocket. The patient was able to charge properly. It was thought the burning had started a few days prior to report but reporter was unsure. Additional information received via the representative reported that the patient was seen in clinic on (B)(6) 2016 and the burning issues were resolved. No interventions had been done.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.